Manufacturer narrative:
One 7f livewire catheter was received for eval. Visual inspection of the returned catheter revealed a looped wire protruding through the grey shaft proximal to electrode four. Review of the device history record confirmed this lot met mfg requirements prior to shipment. In conclusion, the returned introducer was received with a looped section of the pullwire protruding through the grey shaft, proximal to electrode four. The catheter was released to r&d for add'l testing in 2007; the following conclusion can be made. All components that may be involved in this incident were measured and met specifications. The physician stated there was resistance of the catheter upon removal, but the catheter was straight when removed. Bench testing shows resistance is felt when sheaths are withdrawn in a deflected state. Based upon this, the catheter was likely deflected upon withdrawal. Devices from the deflected withdrawal test look nearly identical to the returned prod. The instructions for use (IFU) states to remove the catheter from the sheath in a straight position.

Event description:
It was reported when trying to flex the catheter one way, it was fine. However, when flexing it the opposite way, one of the wires inside the catheter protruded through the catheter body just below the proximal electrode. Some resistance was noted when removing the catheter from the sheath. There were no consequences to the pt.